Event description:
It was reported that during the procedure, the balloon could not be inflated and was determined to be leaking. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure, the balloon could not be inflated and was determined to be leaking. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added. D9 returned to manufacturer on - updated. D9 product available to stryker ¿ updated. H4 manufacturing date ¿ added. H3 summary attached - updated. H3 device evaluated by mfg ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, there were no visual defects noted. During functional inspection, the balloon could be inflated and deflated without difficulties. There was no leakage noted during functional test. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis of the returned device. The device was within specification when received for complaint investigation and no issues were found during the analysis of the returned device. As the balloon was able to be successfully inflated and deflated without difficulties and there was no leakage noted during functional test, an assignable cause of not confirmed will be assigned to the as reported events of balloon failed to inflate and balloon catheter shaft leaked during use. The issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.